Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, most recent battery measurement was 2.6523 volts on (B)(6) 2015. Recommended replacement time (rrt) had not been triggered. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to battery depletion indicated as unexpected longevity. No patient complications have been reported as a result of this event.